Manufacturer narrative:
The reported device was not returned despite multiple attempts were made to retrieve product for evaluation. Device history record could not be reviewed because there was no information on the lot/batch was provided. Thus, the exact root cause of the issue could not be determined without the actual device. If the reported device would be returned in the future, further evaluation would be performed and a supplemental report would be made to the FDA. This complaint will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that clickline forceps insert's jaws were broken at the end of total laparoscopic hysterectomy surgery. An x-ray was taken and the 2 broken jaws were located in the patient. The patient was returned to the operating room and the 2 broken jaws were removed. There was no report of injury to the patient. No additional information was provided.

Manufacturer narrative:
Multiple attempts were made to obtain additional information and to request product return for evaluation; however, there has been no response from the nurse. If product is returned for evaluation or evaluation is completed, a supplemental report will be submitted ot the FDA. The reported complaint will be tracked and trended. The event is filed under internal karl storz complaint ID:(B)(4).